Manufacturer narrative:
Result: fowler gas cylinder.

Event description:
It was reported by service report that the fowler cylinder was leaking fluid and would not go all the way down. It is unk if there was pt involvement, however, no adverse consequences are reported.